Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h13i04099 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with an unknown antibiotic that was administered using solution bags (dose and frequency not reported). The patient was discharged from the hospital. It was reported that the patient was doing well; however, it was not reported if the patient had recovered from peritonitis. No additional information is available. This report is 1 of 3 for this event.